Event description:
A customer reported to baxter (B)(4) of a huber needle extension set in which the needle separated from the extension tubing after 30 minutes of usage on a patient. After the event happened, the nurse replaced the huber needle with another one. Although there was patient involvement, there was no patient injury reported associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review cannot be performed since the code and lot number do not correspond to (B)(6).